Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed alert 38 with ¿unable to proceed,¿ would not allow dismissal, and presented additional alerts for setup, insulin change, and cgm pairing failure; attempts to restart did not resolve the issue, and the user was transitioned to backup therapy, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and recurrent motor stall consistent with a device motor component issue leading to failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.